Event description:
At the time of use of the catheter, the needle did not come out, the doctor proceeds to cut the tip of the catheter, and in this case the material that covers the tip of the needle is broken and more than twice the length is exposed.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. A review of returned product from the customer was performed visually and functionally. Visual inspection identified drainage was cut at the distal end of the pigtail. Tro-car needle(stylet) was removed from metal stiffener and metal stiffener was removed from the drainage tube. According to the customer, needle (stylet) and/or metal stiffener did not come out. However, during evaluation this issue could not be duplicated, and the complaint was not confirmed. A possible root cause of this issue during the procedure could be that drainage fluid got jammed the metal stiffener and in the drainage tube causing metal stiffener and/or tro-car (stylet) to be unable to remove from drainage tube. No corrective action is required at this time because a manufacturing defect could not be confirmed.

Event description:
At the time of use of the catheter, the needle did not come out, the doctor proceeds to cut the tip of the catheter, and in this case the material that covers the tip of the needle is broken and more than twice the length is exposed.